Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9, update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after gaining brachial vein access and inserting a catheter and wire into the ik device sheath the wire and catheter became stuck inside the sheath. The wire, catheter, and sheath were removed. Pressure was held. Access was obtained again, and a second sheath inserted. Blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was aborted, not due to access. Additional information was received on 09july2020: it was a benson wire and a bern catheter. The wire was an .035. The wire was in, and the catheter was advanced over the wire. There was no difficulty at the crosscut valve. The assumption was either the catheter got stuck in the sheath(middle) or distal portion. Catheter, and sheath were removed, and pressure was held, then access was gained again at same access point, ultrasound was utilized. No obstructions no visualized clots or obstruction in the vein prior to access. Kinks were not noted in the sheath. Anatomy was not mentioned as an issue. Procedure was being performed was wavelinq fistula creation. The sheath was used to deliver the product to create a fistula. The procedure requires access in vein and artery. Additional information was received on 09july2020: the wavelinq catheter was not the catheter that got stuck. It was during a wavelinq procedure. It was, I believe a berm catheter, with an 035 wire. The tourniquet was on the opposite side of where we were advancing the products, in theory the vein should have been bigger.